Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported that the peritonitis event occurred about two months prior to receipt of this report (exact date unspecified). The patient was not hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovered from the peritonitis event. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.